Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother stated that the esc button was unresponsive. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that the drive support cap appeared normal. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad connector on lcd board. No damage noted on the keypad traces. We were unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.